Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. The product code and lot number are not known, therefore the 510k cannot be provided. (B)(4).

Event description:
The facility representative reported a flogard that is cutting the tubing and made holes in two sets of tubing. Information was not provided regarding whether or not the problem occurred during a patient infusion or in which care area of the facility, this event occurred. Although baxter attempted to obtain information, details were not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.